Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which no flow was observed. According to the report, the nurse could not establish a flow through the clearlink on the y-site was when she attempted to connect a secondary infusion of an unknown antibiotic (either invanz or ancef). The clearlink had not been previously accessed, and only one attempt was made to access the luer activated device. After the nurse could not establish flow, she switched to a different y-site on the primary set and was able to establish a flow. The nurse stated that the alleged defect has occurred an unknown amount of times across departments and believes this is a reoccurring problem. The alleged defect occurred during patient use. There are no reports of patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.baxter will continue to monitor similar reports to determine if further actions are required.